Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not discharged after the permanent implant procedure due to swelling at the ipg site. It was also noted that the patient was experiencing pain in the low back area. The physician does not believe that it was due to device malfunction and the pain was not procedure related but the patient was put on IV antibiotics for weeks. The patient was doing well.